Event description:
It was reported that the rigid video scope loosed connection to the light source and the image flickered constantly. These issues occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the video cable was broken and therefore stripes in image occurred, and the plug of the video cable section contained foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.